Event description:
The pt reportedly experienced a loss of lock with her internal device. External equipment was exchanged and programming adjustments were attempted, however, this did not resolve the issue. Advanced bionics is in the process of gathering more info; once more info is available, a supplemental report will be submitted.